Event description:
Patient reported left side "rotated protsthesis", "sign of contracture" baker grade unknown, "discrete periprosthetic fluid", "suspicious of intracapsular rupture", "in the left axillary cavity, there are some enlarged lymph node packages". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, seroma-late.

Event description:
Patient reported left side "rotated protsthesis", "sign of contracture" baker grade unknown, "discrete periprosthetic fluid", "suspicious of intracapsular rupture", "in the left axillary cavity, there are some enlarged lymph node packages". The device remains implanted.